Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012131754); product type: 0195-heart valves; implant date ; explant date product ID l-evolutfx-34 (lot: 0012272641); product type: 0195-heart valves; implant date ; explant date product ID evolutfx-34 (serial: (B)(6)); product type: 0195-heart valves; implant date ; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter bioprosthetic valve, a pre-balloon dilation was performed with a 28 mm non-medtronic balloon. The delivery catheter system (dcs) was inserted and was deployed and recaptured four times, each time too deep. The valve was recaptured and removed. A new valve was prepped. The valve was deployed at a depth of 4 mm on the non-coronary cusp (ncc) and 7 mm on the left coronary cusp (lcc). Moderate paravalvular leak (pvl) was noted with a gradient of 18 mmhg. A post dilation was performed with a 28 mm non-medtronic balloon and reduced the pvl to mild with no gradient.